Event description:
During a procedure, the sealing and cutting took a very long time, more than 20 beeps (setting 5). After about 15 mins the insulation fell off and was retrieved from the pt's body. The instrument was exchanged with another one. (B)(4). This is the same as 2954339-2010-00029.

Manufacturer narrative:
This device is associated with starion instruments (B)(4). The thermal ligating shears in question was not returned; therefore, no investigation could be conducted. No pt info was provided.